Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported she was pulling a box off the shelf on the (B)(6) prior to the report and felt something weird strain in her neck. It felt like an electric shock on the side of her neck. They could not connect to the recharger and kept getting the reposition antenna screen. They kept getting a beep and then an I with the circle around it and nothing else on the screen. The last time the patient charged was the (B)(6) prior to the report and it died on (B)(6). It was noted the patient charged it to 100% where it showed the water droplets on (B)(6). Stimulation was last felt on (B)(6) and she could not recharge when she went to try on (B)(6) after it died. There was no trauma, fall, medical test, or environmental exposure that could have been related to this issue. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.